Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973446. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, no and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the visual examination and inquiry info, no functional testing could be performed since the instrument was rec'd empty. No conclusion could be reached as to why the staples reportedly "would not advance." Co reviews each incident as it occurs in an effort to continuously improve our co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.